Manufacturer narrative:
The battery has been expertise by the supplier. The conclusions including this expertise are as follows: based on the sole patient file provided (dated of the day following the implantation), the expected overall longevity is estimated at ¿ 105 months (9 years). The implantation duration was 30 months, which is higher than 75% of the estimated overall longevity (75% of 105 months = 79 months). Based on hrs guidelines, premature battery depletion occurred. At reception, the device is not able anymore to communicate. The device¿s expertise did not reveal any abnormality. The battery has been investigated by the supplier. No root cause has been confirmed. Based on the available data, the most likely hypothesis would be a battery issue. The complaint has been recorded for trending purposes.

Event description:
Patient implanted with pm eno sr on (B)(6) 2021 (lead 58cm tendril, abbott medical). Hospitalized on (B)(6) 2023 for two weeks. On (B)(6),repeated dizziness with bradycardia at 30 bpm. Lead in place in the right ventricle, with good endocavity collection. Impossible to interrogate the pm - no communication with programmer.

Manufacturer narrative:
The conclusions are as follows: based on the sole patient file provided (dated of the day following the implantation), the expected overall longevity is estimated at ¿ 105 months (9 years). The implantation duration was 30 months, which is higher than 75% of the estimated overall longevity (75% of 105 months = 79 months). Based on hrs guidelines, premature battery depletion occurred. At reception, the device is not able anymore to communicate. The device¿s expertise did not reveal any abnormality. Based on the available data, the most likely hypothesis would be a battery issue. The subject battery has been shipped to the supplier for a specific expertise. The complaint has been recorded for trending purposes.

Event description:
Patient implanted with pm eno sr on (B)(6) 2021 (lead 58cm tendril, abbott medical). Hospitalized on (B)(6) 2023 for two weeks. On (B)(6),repeated dizziness with bradycardia at 30 bpm. Lead in place in the right ventricle, with good endocavity collection. Impossible to interrogate the pm - no communication with programmer.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device's expertise at reception did not reveal any abnormality. Patient files are requested to perform a deep analysis.

Event description:
Patient implanted with pm eno sr on (B)(6) 2021 (lead 58cm tendril, abbott medical). Hospitalized on (B)(6) 2023 for two weeks. On (B)(6), repeated dizziness with bradycardia at 30 bpm. Lead in place in the right ventricle, with good endocavitary collection. Impossible to interrogate the pm - no communication with programmer.